Event description:
The product was used during a laparoscopic cholecystectomy procedure. Reportedly, the staples did not form properly and the clips scissored. The hospital has reported no patient injury occurred.

Manufacturer narrative:
10/16/1997-supplement #1 sent to FDA.